Manufacturer narrative:
No parts have been returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that while in the middle of navigation the screens turned black and stopped navigating. The site rebooted the system, but then had a register task with a metric of 72.9. The site loaded a different patient in register and then reloaded the patient. This resolved the issue. There was a reported delay of less than 1 hour and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An engineer reviewed the event and determined that this is consistent with a known software anomaly. This software anomaly is tracked in an internal database. If information is provided in the future, a supplemental report will be issued.